Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and permanent pain/ pelvic pain/chronic pain') and disability ('bodily impairment') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), disability (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia ( bleeding b/w periods)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pain ("general pain"), anxiety ("mental anguish/anxiety and related psycological harm that accompanies the physical injuries suffered from essure"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation") and deformity ("disfigurement"). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain, disability, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, fatigue, pain, anxiety, anhedonia, emotional distress, general physical health deterioration and deformity outcome was unknown. The reporter considered abdominal pain, anhedonia, anxiety, back pain, deformity, disability, dysmenorrhoea, emotional distress, fatigue, general physical health deterioration, menorrhagia, metrorrhagia, pain, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepant information: essure removed? No if no removal planned, select reason(s) ¿ other patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia ( bleeding b/w periods), vaginal infection, vaginal discharge, fatigue, general pain, bodily impairment, mental anguish/anxiety and related psychological harm that accompanies the physical injuries suffered from essure, loss of enjoyment of life, humiliation, degradation, disfigurement. Patient experienced general damages and special damages. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received- new events abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia ( bleeding b/w periods), vaginal infection, vaginal discharge, fatigue, general pain, bodily impairment, mental anguish/anxiety and related psychological harm that accompanies the physical injuries suffered from essure, loss of enjoyment of life, humiliation, degradation, disfigurement were added. Implant date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.